Event description:
It was reported that the 9800 system had no image on the right screen. The incident was noticed prior to a case. The unit was replaced and no patient was in the room when this incident occurred.

Manufacturer narrative:
A ge representative performed an on site investigation. The service rep replaced the faulty monitor. The system operates as intended.